Manufacturer narrative:
Implant regio 22 fractured. Construction was a removable construction using telescopes on three implants in the upper jaw. Patient suffered from periimplantitis following bone loss and implant instability that caused fracture after more than 13 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture.